Event description:
Customer reported that the numbers were ramping on the insulin pump's display. Customer also reported that there was condensation behind the insulin pump's display screen. Customer stated that the insulin pump had not been exposed to moisture. Blood glucose level was 396 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However corroded keypad traces noted during visual inspection. No ramping numbers noted on the display. No moisture damage noted on electronic assay. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.